Event description:
The customer reported creatinine modular chemistry pump leaked fluid outside the instrument and formed crystals involving the unicel dxc 800 synchron system. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. No erroneous patient results were generated. The customer did not have direct exposure to open lesions or mucus membranes. There was no operator injury or adverse effect associated with this event. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed dried picric crystals at the base of the reagent syringe. The fse cleaned up the crystals, removed and replaced the modular chemistry (mc) tricontinent syringe and resolved the issue. The instrument conformed to the manufacturer's published performance specifications. (B)(4).